Event description:
In a routine phone conversation rptr was alerted to the possibility that there may be free mercury in amalgam triturators. Some of triturators were found to have free mercury present on the mixing platform. Further conversation revealed that triturators where tytin spherical alloy (ken corp) is mixed are affected. According to rptr other alloys used in clinic did not seem to contaminate the triturators. The tytin spherical alloy capsules with certain lot numbers may be defective. Several other military clinics have been similarly affected. Because free elemental mercury is a known hlth hazard. Rptr is initiating this material complaint.